Manufacturer narrative:
Stryker evaluated the customer's battery and unable to verify the reported issue. The battery was archived by stryker, and the customer was provided with a replacement battery.

Event description:
The customer contacted stryker to report that their device's battery battery caught fire. This may lead to injury as a result of the fire. There was no patient involvement reported during the event.